Manufacturer narrative:
Post market surveillance of complaints for similar report for 2014 to date revealed (B)(4).

Event description:
(B)(4), 2014 - the consumer used the product to cover the wound after surgical procedure (nail removal). The consumer reported that the pad adhered to the wound resulting in pain and bleeding when the consumer removed the pad.